Event description:
It was reported that the patient passed away. The cause of death is unknown. There is no information as to whether the death was device-related. Additional information was requested, yet not received.